Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the obtuse marginal vessel. There was no tortuosity or calcification noted prior to the procedure. The 2.5 x 12 mm trek balloon catheter was advanced without issue and inflated to 12 atmospheres (atm); however, a balloon rupture occurred. The trek was removed without issue, and it was observed that the vessel dissected up to the circumflex. The physician believed that the rupture caused the dissection; however, after further review of the films after the procedure, it appeared that when the balloon was inflated, it was pushing up against calcium. Two stents were implanted to treat the dissection, and the patient had a good outcome. No additional information was provided.